Event description:
Philips received a complaint that the efficia dfm100 defibrillator failed operations test indicating that the left external paddle could not connect well. There was no reported patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer's site to perform testing. Based on the information available and the testing conducted, the cause of the reported problem was that the paddle was not firmly seated properly in the connector. The device was operational after the paddle was reseated. The device successfully passed all required testing and remains at the customer's site. No further action is warranted at this time.